Event description:
Boston scientific received information that during a recent cervical surgery, this device exhibited pauses in pacing. A boston scientific sales representative (sr) was present before the surgery and programmed tachy therapy off, however the cautery being used led to pauses in pacing for an unknown duration. Boston scientific technical services (ts) was consulted and suggested programming changes that might help. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.